Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-ray review by mmi states that there is polyethylene lining displacement on the articular surface of the patella. This results in med along bone contact between the femoral hardware and the articular surface of the patella. Also seen on the lateral view is metal on metal contact between the posterior femoral and tibial hardware components, uncertain if this is related to positioning; however, polyethylene wear at this location cannot be excluded. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02734. Medical product biomet ilok pri tib tray 67mm item#: 141212, lot#: 647890. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to poly insert/tibial baseplate wear. There is no additional information available at this time.